Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message was an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed a b30 scope communication error message and had white foreign material in the air/water channel. There was no patient involvement.